Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (resets) has been confirmed. Upon investigation the monitor was resetting due to a defective j1 being loose fitting. The root cause for the defective j1 was unable to be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was resetting.